Event description:
The customer reported the system displayed an x-ray disable error on the workstation monitor. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.